Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2019 with a blood glucose level of 44 mg/d> the customer;s blood glucose level was 37 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer also reported that they experienced high blood glucose level of 419 mg/dl but they were not wearing the insulin pump but put on the insulin pump again to treat the high blood glucose level. The customer reported that they were treated with drip at the hospital. The customer did not mention any symptom related to low blood glucose level. The customer did not allege the insulin pump for over delivery. The insulin pump will be returned and reservoir and infusion set will not be returned for analysis.